Event description:
It was reported that the patient received a shock that did rescue from an arrhythmia despite low impedance. A second shock failed to deliver due to possible output circuit damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a portion of the lead was returned. Without return of the entire lead, a complete analysis could not be performed. The returned piece was inspected and no anomalies were found.